Event description:
It was reported that the patient underwent an initial left arthroplasty on and unknown date. Subsequently, the patient is being considered for a revision surgery on an unknown date using a custom vrs ulnar implant due to an unknown reason. Attempt has been made to obtain additional information. No additional information has been received at this time.

Manufacturer narrative:
(B)(4). G2: foreign: united kingdom. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted in the patient. H6: component codes: mechanical (g04)- stem. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left total elbow arthroplasty with chronic loosening of the ulnar stem. Visit 1 images show a fracture through the mid-portion of the metallic ulnar stem with adjacent ulnar diaphysis and cement mantle fracture. Visit 2 images show chronic loosening of the ulnar stem and nondisplaced ulnar diaphysis fracture, but no implant fracture. Review of the device history records identified no deviations or anomalies during manufacturing. It was indicated that the patient experienced multiple falls. However as the timeline of falls is unknown; a definitive root cause cannot be determined. The event was confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: a2; b1; b2; b4; b5; b7; d1; d2; d4; d10; g1; g3; g4; g6; h1; h2; h4; h6. D10: item# 00840004415; lot# 64632008. Item# 00840009400; lot# 66432569. Item# 00840009000; lot# 66789277. H6: proposed component code - mechanical (g04) - stem. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the pmi group that a patient underwent a left elbow arthroplasty on an unknown date approximately two (2) years ago. Subsequently, the patient is being considered for a pmi product on an unknown day due to multiple factors including loosening of a non-zb plate (that was later removed on an unknown date), and a fractured nexel ulnar component. It was stated the patient experienced multiple falls; however, it is unknown whether one of the falls caused the fracture of the ulnar component. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d1; d2; d4; g1; g3; g6; h1; h2; h6 if any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the pmi group that a patient underwent a left elbow arthroplasty on an unknown date approximately two (2) years ago. Subsequently, the patient is being considered for a pmi product on an unknown day due to the patient falling and causing an unspecified failure of the existing ulnar plate.